Event description:
It was reported that the user contacted support for assistance replacing a cartridge on an ilet using a steel 6 mm contact/detach infusion set, with an elevated blood glucose of 305 mg/dl. Customer care provided support that included counseling to change all supplies together given their two-day use recommendation, and step-by-step guidance provided to perform a full supply change; insulin therapy was confirmed as resumed. Investigation of this case revealed no device malfunction identified during the call, and the cause of hyperglycemia remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included troubleshooting without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.